Event description:
Kimberly-clark received a report from france stating, ¿during the removal of the tube by traction, after 77-days in use, the retention ring disconnects from the tube and stay in the stomach. So they had to use forceps and basket handles to remove the retention ring." (B)(4).

Manufacturer narrative:
Review of the device history record is pending. The device was not returned to kimberly-clark for evaluation, therefore we are unable to determine a root cause for the reported event. If any additional relevant information is identified following completion of the DHR review or once samples are evaluated, the additional relevant information will be submitted in a follow-up report. Device not returned to kimberly-clark.